Manufacturer narrative:
The pump was received with intermittent express bolus, esc, act, up and down arrow button response due to flattened button dome switch. There was no button error alarm during testing. The lcd keypad connector was not found unlocked during visual inspection. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's husband reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was unknown. The husband states the buttons are unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.